Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited downstream occlusion sensor (dso). There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the downstream occlusion (dso) sensor does not work. It was stuck at 133-134 mv and does not register when a cassette was attached¿ was confirmed through dso occlusion test. The probable cause was the dso sensor. Replaced the dso sensor. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.